Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was receiving ineffective stimulation. It was found that the lead had been damaged, caused by high impedances. In turn, surgical internetion was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.